Event description:
An Impella CP device was inserted into the left femoral artery in a 70-year-old female patient presenting in cardiomyopathy, in Society for Cardiovascular Angiography & Interventions (SCAI) E shock, on an intra-aortic balloon pump (IABP), and on multiple inotropes and vasopressors, prior to initiation of support.While the patient was in the intensive care unit (ICU), the plasma-free hemoglobin (PFH) increased to 190. The IABP was removed, which lowered the PFH.After nine days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the Impella functioned at P-7 at 2.6L/min as intended with D5W Sodium Bicarbonate in the purge solution. Hemolysis can be attributed to the use of multiple mechanical circulatory support devices and/or potential malposition of the devices.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.